Event description:
Elderly female with history of hypertension and diabetes. While having a diagnostic heart catheterization, it was noticed that the dial a flow that was set on 20, was running wide open. Device was removed, no known harm to the patient. This same situation happened a few days prior. There are 2 lot numbers in the same-day cardiac surgical area that could have been used for both of these cases.